Manufacturer narrative:
One dpt with an attached pressure tubing and three-way stopcock was returned for examination. The reported event of pressure measurement issue was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. The pressure did not show any drift during the output drift test and met specification. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. A supplemental will be forthcoming with the device history results once received. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an inaccurate pressure value was indicated on the monitor during use. It is unknown which value was inaccurate or what the expected value was, but the value was constantly about 20mmhg higher than the clinician expected given the patient¿s clinical presentation. The patient was not treated based on the incorrect value. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.